Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The explanted inlay was discarded at the facility and is not available for evaluation. Corneal haze, increased visual symptoms and inlay removal are listed in the device labeling as known potential risks. (B)(4). Date emdr submitted to FDA: 05/12/2017.

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2016. Approximately 2 months postoperatively, minimal fibrosis was observed on the edge of the inlay. Five months postoperatively the patient presented with 1+ central corneal haze and topical steroids were prescribed. Two weeks later the corneal haze improved minimally and durezol was tapered and changed to pred forte. One month later the haze returned (1-2+ central haze) and the patient's intraocular pressure (iop) increased from 14 mmhg (preoperatively) to 29 mmhg (steroid response). One month later the iop was 25 mmhg and the patient reported experiencing halos, loss of depth perception, and difficulty driving at night; inlay removal was recommended because further treatment with corticosteroids was not feasible. The inlay was explanted on (B)(6) 2017. During the postoperative course, the patient's best corrected distance visual acuity (bcdva) did not decrease more than 2 lines compared to baseline. Two weeks after inlay explantation the corneal haze improved to trace however, the patient is still experiencing some visual disturbances (halos and ghosting).

Manufacturer narrative:
(B)(4)

Event description:
New information was received on july 5, 2017. The patient was examined on (B)(6) 2017 and bcdva improved to 20/20 with minimal central haze and trace interface debris. The patient reports that the intermittent blurriness had improved and he no longer experiences pain or irritation. Ocular hypertensive medication (alphagan) was discontinued several days prior to the visit and artificial tears are being used as needed.